Manufacturer narrative:
Clinical evaluation performed by medacta medical affairs director: hip revision surgery performed 4 years after cementless total hip arthroplasty in a young man ((B)(6) year old). No information concerning patient general health status and presence of comorbidities is available. Radiographic images provided show the presence of radiolucent lines around the stem and signs of stress shielding. Aseptic loosening is a possible literature described adverse event after cementless total hip arthroplasty and causes are often unknown. The reason of this event cannot be determined.

Event description:
The patient has been complaining of leg pain for about 6 weeks. After an investigation with radiology and scintigraphy, it was decided to change the shaft to quadra r (4 years and 2 months after primary surgery).